Event description:
The following was reported to the hamilton medical ag: original complaint: during adjusting target in asvi mode the device restarted completely. (So, not only the screen but a complete restart).

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: hamilton medical ag comes to the conclusion: the investigation showed the hamilton-c6 performed a reboot of the interaction panel. The ventilation continued, but the screen went black. The problem can occur for sw 1.2.1 or sw 1.2.2 in cases when the intellivent-asv mode is used. The root cause has been determined to be a sw bug, and in order to solve this, a software update is required. This type of malfunction can occur if a user tries to set the target shift setting in intellivent-asv mode. USA is not affected from this issue, because intellivent-asv mode is not released for the market yet.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: original complaint: during adjusting target in asvi mode the device restarted completely. (So, not only the screen but a complete restart).